Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an unknown time, leak was heard at connection site where dermatome tubing thrown off field connects with tubing hooked to nitrogen source. Nitrogen shut off, nurse practitioner checked tubing and leak stopped. Nurse turned nitrogen back on and doctor tested dermatome. Dermatome tubing from field exploded. During the investigation, it was determined that the hose could have caused/contributed to the air leakage issue. There was no information available regarding the patient impact. Due diligence is complete, no further information is available.